Event description:
Patient's urinary incontinence device hooked up to suction tubing and assumed repeated use stopped suctioning. When inspecting the tubing when the suction was turned on the tubing looked pinched together in multiple spots along the tubing- when this happened the urine would not drain up tubing. Particular tubing was not sequestered.